Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the product was inserted to retrieve the specimen during a robotic assist right partial nephrectomy, the metal portion that holds the bag got detached from the handle as the physician assistant was pulling the string and was left inside the patient¿s abdomen. The surgeon was able to pull it out of the patient¿s abdomen through the trocar. Everything was intact. There was no patient injury.